Event description:
The manufacturer's representative reported that the patient presented to the emergency room with drug withdrawal symptoms: itching, restlessness and increased spasticity in 2006. The manufacturer's representative reported that the pump had been refilled nine days prior, and bupivicaine was added. The hcp attempted to access the catheter access port, but was unable to aspirate. The patient was given a bolus through the catheter access port. Good perfusion into the intrathecal space was noted and the patient responded positively to the bolus. The patient was discharged to home, but four days later, again presented to the emergency room with the same symptoms. The hcp planned to remove the drug and fill the pump with normal saline. Final patient outcome was not reported. A follow up report will be sent if additional information becomes available.